Manufacturer narrative:
B3/d10 (additional): the devices were delivered to patient on july 03, 2024; events occurred on or after this date. H4: the lot was manufactured between november 13, 2023 and november 15, 2023. The actual three (3) devices were received for evaluation with fluid in their bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused during patient infusion. The devices were filled with piperacillin/tazobactam 18g, citrate buffer, and sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.